Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood/body fluid around the helix. The lead passed continuity and hipot testing which indicated that the conductor coils and inner insulation were intact. The lead also passed stylet insertion testing indicating no blockage in the lumen. The lead passed helix mechanism testing. The lead tip/helix appeared intact and undamaged. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted, as placement difficulty was encountered due to sensing issues. This lead was also noted to have exhibited helix extension and retraction issues. This lead returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted, as placement difficulty was encountered due to sensing issues. This lead was also noted to have exhibited helix extension and retraction issues. This lead returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
When this lead is analyzed, a supplemental report will be provided.